Manufacturer narrative:
Additional information: h6, h10 device evaluation: one smiths medical cadd solis vip pump was returned for analysis with fluid residue inside battery compartment and damaged stabilizer groove. Event log history was performed and indicated that few occlusion alarms were recorded in history during infusion, and it showed that the pump was stopped following latch opening and cassette reattaching event. During analysis, the reported problem was not duplicated. Service replaced the battery compartment and main board. Based on the evidence, the complaint was not confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received that during use of this smiths medical cadd solis vip pump, under infusion was noticed. It was reported under infusion of penicillin (4 mu q4h / bag 24h), 548 cc was excepted to be deliver but the patient only received 368 cc. Subsequently, the patient switched to new pump and tubing. No patient consequences were reported. No adverse effects were reported.